Event description:
There is a suspected migration out of the device out of the cochlea. A full insertion was achieved at implantation. The user will undergo a revision surgery on the (B)(6). .

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode post-operatively migrated partially out of cochlea as confirmed by diagnostic imaging. The implant registration card states that a full insertion was achieved at initial implantation. The electrode was re-inserted successfully. The device remains implanted and in use.

Event description:
There has been a migration of the device out of the cochlea, CT imaging from (B)(6) 2022 showed 5 channels out of the cochlea. The user underwent a revision surgery and a full re-insertion was achieved and confirmed with imaging.